Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicated that the arm cart assembly experienced errors. The logs were analyzed in the field. An error code for 'linked to arm non-recoverable error - setup arm brake state error', an error code for 'linked to arm non-recoverable error - robotic arm brake state error', an error code for 'linked to robotic arm motor state error' and an error code for 'linked to motor state - brake state agreement' were all observed. The cable of setup arm joint power printed circuit board assembly (pcba) board was reseated to resolve the issue. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during roll-in for a laparoscopic robot-assisted distal gastrectomy procedure, an arm non-recoverable error occurred on the arm cart assembly. The arm cart assembly was restored up to the calibration stage by restarting the system. However, the uninterruptible power supply (ups) battery was depleted, and the tower could not be used. The robotic surgery was converted to traditional laparoscopic surgery.